Event description:
Country of complaint: (B)(6). The product inside the box is correct and printed data on the box label is correct but preprinted name of the product is not correct (premilene instead of steelex).

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site evaluation: samples received: 2 boxes with 12 unopened units in each box. This is the first complaint of this code batch. There are no units in OEM stock. Pre-printed name of the box label is for premilene instead of steelex. Printed data on the box label is steelex and product inside the box is also steelex according to the label info. This mistake took place at the moment of selection of pre-printed label of the product in the warehouse. The person who was conditioning the product manually, selected a wrong pre-printed label. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventative actions: corrective action has been launched.